Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc idsupplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x28mm promus element¿ plus drug-eluting stent was selected for use and advanced to treat the unspecified target vessel but was unable to cross. Following withdrawal, it was noticed that the distal end of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.